Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 24-feb-2026. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. A deficiency has been identified for hs-tni cartridge lot a25265c. While retained cartridge testing met the acceptance criteria for the detected error (dt) and undetected error (udt) rates outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure), the fg release specification for standard deviation (sd) per tp-0651 rev. Bi (cartridge finished goods test specification) was not met. Root cause will be investigated in quality record (qr) 1100932.

Event description:
On 02-jan-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 25-year-old female patient presented with abdominal pain (1st visit), pain radiating to chest (2nd visit) foreign-body related pain. There was no additional patient information. Return product is available for investigation. Method , date, tested result, pos/neg: I-stat, (B)(6) 2026, (B)(6), 43.0, pos. Beckman dxi, (B)(6) 2026, (B)(6), 2.3, neg. I-stat, (B)(6) 2026, (B)(6), 59.9, pos . Beckman dxi, (B)(6) 2026, (B)(6), 2.3, neg. I-stat, (B)(6) 2026, ni, 99.9, pos. I-stat , (B)(6) 2026, ni, 78.2 , pos. Beckman dxi, (B)(6) 2026, ni, 2.3, neg. Beckman dxi, (B)(6) 2026, ni, 2.3, neg. I-stat cutoffs: manufacturer sex-specific dxi cutoffs: m=20, f=15. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile, 90% ci: sex, n, (ng/l, pg/ml), (ng/l, pg/ml). Female, 490, 13, (10, 17). Male 404, 28, (19, 58). Overall 895, 21, (14, 30).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.